Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error and minimum fill alert occurred. Customer reported a blood glucose (bg) level of 153 (mg/dl) and delivered a bolus. Customer filled a new cartridge and was able to complete the load process successfully.